Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed on (B)(6) 2013 and removed on (B)(6) 2015. The practitioner reported that the patient is a smoker and alcoholic, and has a periodontal disease. (B)(4).

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.